Event description:
Received report from blood center of breakages of cryocyte containers,after cryopreservation and storage in liquid nitrogen vapor. Customer reported, "storage is anywhere from 0-3 weeks. There is no more than 50 ml of product in any of the bags. A metal cassette is used for freezing and storage. A mechanical freezer is not used. Storage is in "liquid nitrogen vapor". Two bags were noted broken 4 days prior to event, 1 bag was noted broken the date of the event, and 5 bags were noted broken on the day of the event. The bags currently have product in them and are overwrapped and sealed. No patient involvement at this time as no patient has received product from any of the bags. There is no patient information available at this time. When release is received from the physicians, baxter will be notified and able to retrieve samples." Received from clinical constultant who spoke with customer and stated, "blood center is freezing containers themselves and containres are not being frozen by any other facility. Containers are not being insulated in cassettes, during freezing (or for freezing). Containers are packed in dry ice for shipping to user facility and containers are driven only. The farthest drive for delivery is 2 hours."